Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The system software and calibration files were loaded. The hard drive was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would display an error message that the hard drive may be corrupt. The system would not reboot. No pt injury was reported.